Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019 a computed tomography (CT) scan of the abdomen revealed the tip of filter is anterior upper against ivc wall. Ivc filter is tilted to 16 degrees anteriorly and 7 degrees to right. Struts extend outside of caval wall 4-5mm in greatest distance. One strut does abut the aorta.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the tip of filter is anterior upper against ivc wall. Ivc filter is tilted to 16 degrees anteriorly and 7 degrees to right. Struts extend outside of caval wall 4-5mm in greatest distance. One strut does abut the aorta.